Manufacturer narrative:
H6: evaluation codes: results:(other) a visual inspection of the returned product shows one plate haptic is torn off into the lens and is missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting an aa4203tl toric single piece silicone lens and the lens tore. The surgeon enlarged the incision minimally to remove the lens and replace it with another model lens. No suture required.